Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one of the entire drawers could not be pulled out; it did not move and required to be repaired. A field service engineer replaced the pyxis module controller for drawers 2.1 and 2.2 and verified functionality in diagnostics. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was unable to pull out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.